Manufacturer narrative:
D4: serial number updated.

Manufacturer narrative:
On 06oct2023, it was confirmed that the device issue remained unresolved and that there was no further onsite service planned to resolve the reported issue. The complaint will be processed for closure. If the customer decides to have the device repaired, or if additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal pressure pipe was disconnected. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) stated that the serial number of this device experiencing the proximal pressure pipe disconnect is unknown. This investigation is ongoing.

Manufacturer narrative:
E1. Reporter phone number - (B)(6).